Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance while filling the cartridge with insulin. The syringe needle was replaced and the cartridge was filled. Blood glucose was not impacted.